Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0424900v, implanted: (B)(6) 2004, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7438, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had a loss of therapy and loss of stimulation. In the past 2-3 days prior to this report, the patient had sudden jerking of their arms and legs like their therapy was off. The patient was not given a patient programmer with their new implant so they had not checked the implantable neurostimulator (ins). The patient had tried using their old patient programmer. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.